Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's blood glucose reading at the time of the phone call was 210 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.